Manufacturer narrative:
H6: device codes updated. Device evaluated by MFR.: returned product consisted of an angiojet solent dista catheter. The pump assembly, effluent/supply line, shaft, tip, and spike line were visually examined for damage or any irregularities. The catheter showed no damage. Functional testing was competed per device preparation. The pump was inserted into the ultra drive unit console. The catheter primed, and the device functioned for a period of 90 seconds in the thrombectomy mode. The devices pressure was within the normal range. The catheter tip was placed into a 100 ml beaker and ran for approximately 30 seconds at which point it was verified the device was aspirating normally. During functional testing no errors or priming issues were noticed, the device ran as designed. Inspection of the remainder of the device, revealed no other damage or irregularities. The complaint was not confirmed for any pump leaks, set-up issues or alarm messages.

Event description:
It was reported that loss of aspiration occurred. An angiojet solent dista was used for a thrombectomy procedure. During the procedure, the pump of the catheter was leaking and there was no pressure after aspirating for about 50 seconds. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Event description:
It was reported that loss of aspiration occurred. An angiojet solent dista was used for a thrombectomy procedure. During the procedure, the pump of the catheter was leaking and there was no pressure after aspirating for about 50 seconds. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.